Manufacturer narrative:
Immucor technical support used a remote electronic connection method to assess the instrument test wells in question on (B)(6) 2016, and determined those wells in question to appear visually weak positive with slight red blood cell adherence.

Event description:
On (B)(6) 2016, a customer site reported an unexpectedly negative antibody screen when tested on a galileo echo instrument.